Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort. All device components were explanted and were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5177725/5177844.